Event description:
It was reported that during a rectosigmoidectomy procedure, the shears did not work. Converted to open. No additional information provided.

Manufacturer narrative:
(B)(4). Additional analysis was performed: . There was no metal contact with the blade. It appears that there may be excessive machining marks on the surface at the initiation site that possibly initiated the crack.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what other instruments were used during the surgery? How did the lcsc5 not work, such as: no activation; blade tip broke; tissue pad melted; tissue pad detached. Were any error codes displayed on the gen04? If yes, which error code? Was troubleshooting performed? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another energy devices, such as the harmonic ace or enseal; or another laparoscopic method such as electro-cautery or ligasure ? Or was there another reason for the convert to open, such as: patient's anatomy? Physician preference? How old are the hospital's handpieces? What is the patient's current condition?

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.